Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The source of the leak was not identified. The caller reported that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 317-80 is not distributed in the u.s.; however there is a device of essentially identical design distributed in the united states. Applicable 510k# for u.s. Distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.